Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens did not load properly. Additional information received on (B)(6) 2022, stated that there is a patient contact and a possible injector issue. The replacement iol was used and there was no patient harm, the issue was resolved, and patient was no hospitalized. No further information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of possible injector issue; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).